Event description:
It was reported that during a coronary angioplasty with stent implantation, the stent moved on the balloon. The lesion was reported as very complicated. A promus element stent 4.00x24mm was inserted but not implanted due to patient anatomy. After removal, the physician noticed that the stent had moved on the balloon. The patient remained stable and no further complication has been reported.

Manufacturer narrative:
Device is combination product. (B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).